Event description:
It was reported customer biomed was performing testing on the device and noted the device went into free flow. Biomed noted an issue with the "manual clip/pump door" resulting in a free flow. Customer reports they will perform their own internal investigation. There was no patient involvement. Received a copy of the customer's medwatch report from FDA which states, "bd alaris IV pump channel door becomes stuck causing safety clamp of IV tubing to not fully engage. This could result in medication errors that may reach a patient."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#, device available for eval?, returned to manufacturer on, device eval by manufacturer? Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of a free flow was not confirmed or replicated during testing of the returned pump module. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The suspect pump module also passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Sear functional tests observed no issues, and all tests passed. An internal and external inspection was performed, and no issues were found that could have contributed to the reported free flow. All parts inspected were manufactured by bd. Testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. The alaris system user manual (v9.12), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. Mechanism. Assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported free flow was not determined. The device was fully investigated and was observed delivering fluid within specification.

Event description:
It was reported customer biomed was performing testing on the device and noted the device went into free flow. Biomed noted an issue with the "manual clip/pump door" resulting in a free flow. Customer reports they will perform their own internal investigation. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: date of event, describe event or problem, initial reporter phone #, FDA notified?, report source other. Additional information : report source, related report number grid.

Event description:
It was reported customer biomed was performing testing on the device and noted the device went into free flow. Biomed noted an issue with the "manual clip/pump door" resulting in a free flow. Customer reports they will perform their own internal investigation. There was no patient involvement. Received a copy of the customer's medwatch report from FDA which states, "bd alaris IV pump channel door becomes stuck causing safety clamp of IV tubing to not fully engage. This could result in medication errors that may reach a patient."